Event description:
Reportable based on analysis completed on (B)(4) 2013. The 95% stenosed target lesion was located in the densely calcified right coronary artery. The 12 mm x 2.25 mm nc quantum apex balloon catheter was advanced but was not able to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon tear.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was blood in the manifold and inflation lumen. The balloon was loosely folded. The shaft and balloon were microscopically examined and revealed a 5 mm longitudinal tear from the mid-section to the distal end of the balloon. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).